Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose and also the insulin pump was under delivering. Customer's blood glucose was 400 mg/dl,360 mg/dl. The customer had high blood glucose levels and treated with manual injection. The customer alleged the insulin pump for under delivery because every time they connect her to the insulin pump she was having high blood glucose levels. Troubleshooting on the basis of alleging was performed. The reservoir will not be returned for analysis.